Event description:
It was reported that the patient had an inappropriate shock due to oversensing via reduced intrinsic amplitudes during atrial fibrillation. The sensing vector was set to the alternate vector. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.